Manufacturer narrative:
Findings: reliability analysis inspected 2 opened/used sensors and performed visual inspection and found both sensors with cannula broken, broken parts found still in cannula tubing. Unable to confirm customer received sensors in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call indicating that the insulin pump had lost sensor alarm and bent cannula sensor. Customer's blood glucose at time of incident was unknown. The customer was offered 2 enlite sensors replacement to send out and 2 had to return.